Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilatation procedure performed on an unknown date. During the procedure, the balloon was attempted to be inflated however, the balloon burst before reaching the expected pressure, under 4 atm. No patient complications have been reported as a result of the event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.